Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The insulin pump was received with minor scratches on the lcd window, scratches on the reservoir tube window and cracked reservoir tube lip.

Event description:
Customer reported via phone call damage on the insulin pump and high blood glucose. Customer's blood glucose level went as high as 421 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised the cannula was bent. Customer performed and passed the high pressure test. Troubleshooting for cosmetic damage was performed. Customer advised there was a crack on the window of the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.